Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into an off-label insertion site on (B)(6) 2025. On the same day, it was reported that the patient replaced his sensor and he was unaware of his cgm value prior to replacing his sensor. During the warm-up period, the patient¿s sensor failed. The patient was wearing an omnipod insulin pump. No bg meter readings were reportedly taken. Within an hour later, the patient started vomiting, was unable to talk, and had presyncope. 911 was called around 1pm. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was around 400 mg/dl. The patient¿s sensor had already been removed since it previously failed and a new sensor had not yet been inserted. Ems treated the patient with IV saline and transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was over 400 mg/dl. The patient was further treated with IV magnesium, potassium, insulin, and another unspecified IV that could not be recalled. The patient was discharged from the ER around midnight. At discharge, the patient¿s bg level was 130 mg/dl. The patient was feeling better but ¿sleepy" when he arrived back at home. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a sensor failure occurred. The sensor was inserted into an off-label insertion site on (B)(6) 2025. On the same day, it was reported that the patient replaced his sensor and he was unaware of his cgm value prior to replacing his sensor. During the warm-up period, the patient¿s sensor failed. The patient was wearing an omnipod insulin pump. No bg meter readings were reportedly taken. Within an hour later, the patient started vomiting, was unable to talk, and had presyncope. 911 was called around 1pm. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was around 400 mg/dl. The patient¿s sensor had already been removed since it previously failed and a new sensor had not yet been inserted. Ems treated the patient with IV saline and transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was over 400 mg/dl. The patient was further treated with IV magnesium, potassium, insulin, and another unspecified IV that could not be recalled. The patient was discharged from the ER around midnight. At discharge, the patient¿s bg level was 130 mg/dl. The patient was feeling better but ¿sleepy" when he arrived back at home. Performance data was reviewed. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.